Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was having pain at the ipg site. The patient is very thin. On (B)(6) 2019 the ipg was relocated. The patient has effective stimulation and the pain has resolved.